Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with device explant. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a (B)(6) male patient underwent hernia repair surgery on or about (B)(6) and the surgeon implanted a strattice mesh in him. After surgery, the patient returned to the hospital on or about (B)(6) 2018 for a mesh explant surgery.

Manufacturer narrative:
Internal investigation into strattice lot s10537 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 08/18/2022, of the 187 devices released to finished goods for lot s10537, (B)(4) were distributed with (B)(4) reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with device explant. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up #1 to report on 8/2/22, pmqa received notification that the lot number associated with this event was found through discovery and is s10537-002 ((B)(6) 2009 implant). The implant date was also provided as (B)(6) 2009 and has been updated. No other information provided. As reported in the initial: limited information was reported through a legal event that a (B)(6) male patient underwent hernia repair surgery on or about (B)(6) 2009 and the surgeon implanted a strattice mesh in him. After surgery, the patient returned to the hospital on or about (B)(6) 2018 for a mesh explant surgery.